Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this 27mm bioprosthetic valve, after the valve and sutures had been placed, a perforation occurred just above the aortic annulus. Due to the perforation and the "prosthesis appearing to be somewhat too large," the device was removed and a 25 mm aortic root bioprosthesis was successfully implanted. No further treatment was prescribed. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.